Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The 2.50x16mm promus element¿ plus stent was noted to be compressed prior to introduction and did not enter the patient. The procedure was completed with another of the same device. No patient complications were reported.